Event description:
No additional information reported by customer.

Manufacturer narrative:
This supplemental report is being submitted to provide additional results of the final investigation. The following reportable malfunctions were identified during the device evaluation: the bending section is damaged and detached. Based on the results of the investigation and historical data, it is likely stress problems that caused the detachment at the bending section. The most probable cause could be traced to component failure. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Additional information: d8, d9, d10, h4 the device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation and historical data, possible causes of chipped and missing distal tip includes, cracked bending section glue. The most probable cause of this complaint is traced to component failure. Olympus will continue to monitor field performance for this device.

Event description:
No additional information reported by customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that piece was missing from the distal tip of the subject device. There were no reports of patient harm.